Manufacturer narrative:
Follow-up information received on 07-jan-2016: the consumer stated she had problems since insertion: chronic pain, fatigue, weight gain and more. She had a hysterectomy in (B)(6) 2015 to remove essure. She was feeling so much better and felt like she had reclaimed her life. She stated that the device caused scar tissue in more than just the tubes. Her doctor thought he was going to have to separate her bladder and uterus, but she was glad that just an inflammation made it look that way. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as genital bleeding). She underwent an ablation (interpreted as endometrial ablation), and later a hysterectomy to remove essure, 3 years after its insertion. This event is serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention (endometrial ablation), and device removal were required. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2047, awareness date 18-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Since the insertion the consumer had multiple symptoms. She gained more that 40 pounds, has pain in joints all the time and also cramp on a daily basis, tired all the time. She had a blood work done to try and figure out why she feel tired, and why she has gained so much weight. All tests came back normal. She had pain from having the procedure done, and the dye test 3 months later was worse than having her child. She is also fatigued. Consumer had an ablation done in (B)(6) 2014 to stop the heavy bleeding. A year before that she was put on a shot for the bleeding and it did not help. -result and assessment of the product technical complaint investigation received on 05-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as genital bleeding). She underwent an ablation (interpreted as endometrial ablation). This event is serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a medical intervention was required (endometrial ablation). Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On 19-jan-2017: relevant information received. Events were added: heavy menstrual periods, back pain, hair loss, gum and teeth sensitivity and allergic reaction. Company causality comment: this spontaneous non-medically confirmed case report, reported via health authority and later by a lawyer, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy bleeding (interpreted as genital bleeding). She underwent an ablation (interpreted as endometrial ablation), and later a hysterectomy and bilateral salpingectomy to remove essure, 3 years after its insertion. Follow-up information revealed that at the latter surgery fallopian tube perforation ("essure device perforated her fallopian tube and uterus") and uterine perforation ("essure device perforated her fallopian tube and uterus") were discovered. The events are serious due to medical significance and they are anticipated in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. The exact date and mechanism of tubal and uterine perforation are not known, however, considering the events' nature, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since medical intervention (endometrial ablation and total hysterectomy and bilateral salpingectomy), and device removal were required. An updated product technical analysis for the newly reported events was initiated. Further information is expected only through the litigation process.